Event description:
Speedband attached to esophagogastroduodenoscope did not deploy properly in pt. Device removed & given to rep of co for eval. Pt had one extra day of hospitalization as procedure repeated next day w/out difficulty. No adverse outcome to pt.